Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the vaginal infection, vaginal discharge and endometriosis outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for the following events " pain- dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), vaginal infection, vaginal discharge, bladder/urinary problems: unspecified, endometriosis". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿pelvic pain, pain: abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, bladder/urinary problems: unspecified, abnormal bleeding (general), vaginal infection, vaginal discharge and endometriosis¿. Reporter, demographics, lab data, essure indication (amended), and essure insertion (updated) /removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.